Manufacturer narrative:
Information contained in this report has previously been submitted via psr on 4/29/2010, 7/17/2014, and 1/22/2019. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: visual analysis of the returned device identified: creases, wear abrasion and three curved openings. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: three openings striated. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: -three openings striated assessed as surgical damage. -creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture.

Event description:
Patient reported "a lump or thickening in or near the breast or in the underarm area." Patient additionally reported a rupture. Patient also reported "high in the right axilla... Small amount of silicone." Device has been explanted. This is the right side record.